Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1707132; medical device expiration date: 2022-06-30; device manufacture date: 2017-07-11; medical device lot #: 1712194; medical device expiration date: 2022-11-30; device manufacture date: 2017-11-30. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that foreign matter (described as ¿long and thin plastic pieces¿) was found inside a bd discardit¿ ii syringe. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Investigation results: sample evaluation we have been provided with the affected sample of lot #1707132. After the evaluation of the returned sample, we confirmed the reported issue, and concluded that the white particles inside the syringe were composed by lubricant from the syringe barrel. Bhr review lot 1707132. We have reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Neither qn nor ncmr's. Syringes were packed in machine nº2023 (july 11 - 13th, 2017). Syringes were assembled in machine, nº4235, nº4213, nº4212, and nº4203, in lot #7187048 (july 6 - 17th, 2017). Research has found no problems, defects or qn related to the reported issue. We have also reviewed the barrels lots #7187012, and #7160134 and no problems, defects or qn related to the reported issue were found. We have also reviewed the plunger lots #7187016, and #7160138 and no problems, defects or qn related to the reported issue were found. Lot 1712194: we have reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Neither qn nor ncmr's. Syringes were packed in machine nº2023 (december 14 - 15th, 2017). Syringes were assembled in machine, nº4235, nº4213, nº4212, and nº4203, in lot #7345960 (december 11 - 18th, 2017). Research has found no problems, defects or qn related to the reported issue. We have also reviewed the barrels lots #7346934, and #7338614 and no problems, defects or qn related to the reported issue were found. Root cause analysis this lubricant is included in the plastic formulation and it is inherent to the design and function of 2 piece syringes. During the manufacturing process, the lubricant forms a microscopic layer in the internal/external walls of the barrel. When the plunger is moved backwards during the filling of the syringe, most of this microscope layer of lubricant is dragged behind the plunger and a small quantity still remains inside to allow a good sliding performance during the injection operation. The presence particles of lubricant in the fluid path of discardit ii syringes has been evaluated by bd. The polypropylene used to produce the syringe barrels (with the slip agent included in the formulation) has passed all the biocompatibility tests required prior to marketing the product and meet the established criteria for preclinical toxicological safety evaluations. Should any lubricant particles enter the fluid pathway then the risk to the patient based on toxicological or physical occlusion of blood vessels is deemed as negligible and clinically insignificant. Confirmation the returned sample presented white particles in the syringe and confirmed the reported issue. CAPA determination we have initiated the appropriate corrective and preventive actions for this issue. CAPA # (B)(4).